Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user received a replacement battery cap but the insulin pump wont turn on at all. Troubleshooting was done for blank display. Display did not returned after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring. Corroded battery tube noted during visual inspection. Unable to perform displacement test due to blank display.